Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attachment: title: angioplasty balloon entrapped fully inflated and detached within the left main coronary artery.

Event description:
It was reported through a research article identifying a 4.5x12mm nc trek which failed to deflate. Attempts to puncture or retrieve the inflated balloon were unsuccessful. The balloon separated in the left main coronary artery when pulling on the catheter. The patient experienced cardiogenic shock. An unspecified stent was placed to entrap the separated balloon. The patient was fine and was discharged four days later. No additional information was provided. Details are listed in the attached article, titled "angioplasty balloon entrapped fully inflated and detached within the left main coronary artery."

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of cardiogenic shock is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU). It should be noted the IFU states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the IFU violation contributed to the reported separation. The investigation was unable to determine a conclusive cause for the reported deflation issue resulting in the reported difficulty to remove; however, the reported separation appears to be related to user error/operational context. A conclusive cause for the reported patient effect of cardiogenic shock and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.